Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, before start of the procedure, setting was performed using a non medtronic generator, a return electrode of 2-sided type and a electrode both non medtronic was used. It was attached to the patient's left thigh, the skin was sweaty and wet. At the start of the operation, when doctor activated for skin incision an alarm sounded and there was an error in the resistance value of the return electrode (the resistance value was displayed as 191o), so a new return electrode was attached slightly below than the first time. Although it was activated again, the same error occurred, so the use of non medtronic generator was stopped and it was replaced with ft10 generator. The return electrode was continued using, and it was confirmed that rem alarm did not respond and the ft10 was connected normally. There was no problem with activation (cut30w: pure, coag30w:fulgurate), and it was used to the end without any error. At the end of the operation, when the nurse peeled off the return electrode before the patient leaving the operation room, a suspicion of burn injury in a state where a part was burnt black was found. There was an evidence of a burn into about 2 cm on the slight inward of lower side of the left thigh.